Manufacturer narrative:
The recipient reportedly did not undergo revision surgery. Revision surgery is scheduled.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient is reportedly experiencing open electrodes. Revision surgery is under consideration.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed at the fantail and near the array. The bottom cover was dented and damaged prior to receipt. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed broken electrodes wires at the fantail. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The photographic imaging inspection revealed broken wires in the fantail region. It is believed that these breaks caused the open electrodes reported. A corrective action was implemented. This is the final report.

Manufacturer narrative:
The recipient's device was reportedly explanted.